Manufacturer narrative:
Evaluation summary: there were two kinks; one on the catheter 20.4cm and one on the distal shaft 104.9cm, distal to the strain relief. The stent had moved proximally on the balloon, and was not positioned on the balloon between the marker bands as per specifications. Misalignment was visible to the 10th distal stent wrap with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging.there were no issues noted when removing the device from the hoop.the device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that the stent failed to pass through a tight lesion. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post-procedure is alive with no injury. Device analysis identified stent displacement